Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to analyze a patient during a sudden cardiac arrest event and kept repeating the audible rescue prompts. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. No fault was found on the returned device. The customer reported that the pads were applied to the patient's chest, however they had not removed the adhesive, suggesting that the pads were still adhered to their plastic liner. The device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device failed to analyze a patient during a sudden cardiac arrest event and kept repeating the audible rescue prompts. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device failed to analyze a patient during a sudden cardiac arrest event and kept repeating the audible rescue prompts. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.